Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an overinfusion was identified while using a large volume infusor. The infusor finished in 10 hours and was supposed to end in 24 hours. The patient reported that they had felt no limb movement until the effect of the medication wore off. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was manufactured july 25, 2016 - july 26, 2016. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.